Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ and ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01643 / -05123).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2008, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and cup loosening with no significant bony ingrowth. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes dated (B)(6) 2008, indicate mild synovitis, exostosis over the acetabulum, and loose acetabular cup. The acetabular cup was removed and replaced. Patient medical records further indicate that a second revision procedure occurred on (B)(6) 2008 after the patient fell. Revision operative notes dated april (B)(6) 2008, indicate a seropurulent type material in the acetabulum and loose acetabular cup. The acetabular cup was removed and replaced.